Event description:
The customer reported that during the procedure, the instrument would no longer open. The device was manipulated from tissue with no damage. There was no patient injury. Upon receipt of the device, the skin pin was found to be missing. The site stated that nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). Visual inspection of the incident device found that the ski guide pin was missing from the ski guide lever that attaches to the handle. The missing skin pin caused the ski gude lever to bend, keeping it from following the internal a-track and making it difficult to unlatch to handle to open the jaws. This device was recalled on november 9, 2011.